Event description:
It was reported that a user experienced hypoglycemia at school, was described as having passed out, and was treated on site; the caregiver indicated prior off-system insulin dosing in the past but denied doing so after a factory reset, and the family was instructed to remove the ilet pending additional training. Symptoms included hypoglycemia with loss of consciousness. Outcomes included non-hospital management with recovery at the scene. Investigation included review of available reports and case documentation. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.